Event description:
A barostim system was implanted on (B)(6) 2024. The patient was hospitalized on (B)(6) 2024 for fluid overload. The patient was diuresed, had approximately 15 pounds of fluid removed, and was discharged on (B)(6) 2024. In the opinion of the physician, the root cause of the fluid overload was post-operative effects from anesthesia and the low blood pressure during the procedure. The patient experienced loss of taste and dry mouth following the procedure. A follow-up appointment occurred (B)(6) 2024, and no intervention for the loss of taste was planned. In the opinion of the physician, the hypoglossal pharyngeal nerve may have been touched or aggravated during the dissection to the carotid sinus during the procedure. As of (B)(6) 2024, the patient's symptoms were improving, and no treatment or intervention was planned, and the physician would continue to monitor the patient.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the fluid overload was post-operative effects from anesthesia and the low blood pressure during the procedure, and the root cause of the loss of taste was the hypoglossal pharyngeal nerve was touched or aggravated during the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient was hospitalized on (B)(6) 2024 for fluid overload. The patient was diuresed, had approximately 15 pounds of fluid removed, and was discharged on (B)(6) 2024. In the opinion of the physician, the root cause of the fluid overload was post-operative effects from anesthesia and the low blood pressure during the procedure. The patient experienced loss of taste and dry mouth following the procedure. A follow-up appointment occurred (B)(6) 2024, and no intervention for the loss of taste was planned. In the opinion of the physician, the hypoglossal pharyngeal nerve may have been touched or aggravated during the dissection to the carotid sinus during the procedure. As of (B)(6) 2024, the patient's symptoms were improving, and no treatment or intervention was planned, and the physician would continue to monitor the patient. As of (B)(6) 2025, the patient was still experiencing lack of taste but no intervention was planned.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient was hospitalized on (B)(6) 2024 for fluid overload. The patient was diuresed, had approximately 15 pounds of fluid removed, and was discharged on (B)(6) 2024. In the opinion of the physician, the root cause of the fluid overload was post-operative effects from anesthesia and the low blood pressure during the procedure. The patient experienced loss of taste and dry mouth following the procedure. A follow-up appointment occurred (B)(6) 2024, and no intervention for the loss of taste was planned. In the opinion of the physician, the hypoglossal pharyngeal nerve may have been touched or aggravated during the dissection to the carotid sinus during the procedure. As of (B)(6) 2024, the patient's symptoms were improving, and no treatment or intervention was planned, and the physician would continue to monitor the patient. As of (B)(6) 2024, the patient was still experiencing lack of taste but no intervention was planned.